Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they were having ongoing issues with the controller that they have been calling in and troubleshooting about. The pts controller was no longer working at all, they reset the controller but it was not turning on. The controller would go blank and unresponsive when nothing was plugged into the controller and when recharging the ins. During call pt verified no damage to the controller battery or controller battery compartment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was fully charge. Patient called back stating they are continuing to have issues with there charging of their ins, but they cannot call when they have assistance, as we are not open. Patient states the last couple of weeks have been "torture", as the ins is depleted. Agent walked patient through passive recharge, however the controller would not advance beyond "checking recharge quality". Patient also states they see rm04. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported the implanted neurostimulator was not charging right. Patient said they would be down to 70% and needed to charge 30% and it would stay at 70% for 2 hours. Patient also said the other day they were down to 50% for 4 hours and it still wasn't charging to 100%. Patient said the controller and stimulator worked fine, but the issue persisted in charging implant despite reset. Patient mentioned they had tried resetting the controller, but that did not resolve the issue. Agent had patient reset controller and confirm no damages, but patient was unable to recharge implant as they can never find the spot to recharge implant. Patient stated their daughter has to help them recharge and place recharger. Patient will call back with assistance to continue troubleshooting. Patient stated they go to advanced pain management clinic when they need an adjustment, but they see a different doctor each time. Patient stated issue began 3-4 weeks ago. No symptoms were reported.

Event description:
Additional information was received from a patient (pt). It was reported that they were able to charge the implantable neurostimulator (ins) up like normal but last night, the screen went blank and won't come back on. During the call, they took the battery pack out and plugged in ac power cord and screen came on. The patient will charge controller and will then charge ins, and will call back if any issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.